Event description:
It was reported that a wireless battery had water intrusion. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation found corrosion evident on the battery due to fluid intrusion (specific fluid could not be identified), which is what the reported 'water intrusion' was referring to. The fluid intrusion caused the wireless connection capabilities to be inoperable and the unit was rendered irreparable. The device was retired from service.